Event description:
Additional information: it was later reported that patient passed away due to cancer and was not device related.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. A partial catheter was returned in incomplete segments; analysis of the same revealed acceptable catheter testing.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
It was reported that following device implant patient had experienced an overdose condition for "two days". It was stated that during the implant procedure a standard leakage test was done. After connecting the catheter and pump the catheter was clamped and saline water was passed through the cap (catheter access port) in the "occluded" catheter. A visual leakage test in the area of the connections (pump/catheter and catheter spinal segment/catheter pump segment) was performed and the same test was also done with aspiration through the cap to ensure that no air could get into the system. The physician was questioning if it was possible that the drug was moving from the reservoir in the inner tubing during the cap aspiration test. After implant priming bolus was programmed with the volume of catheter and inner tubing. It was hypothesized that if there was still drug in the inner tube the volume of the prime bolus was to large, this could be a potential reason for overdose symptoms after implant. It was added that "afterwards patient had good pain reduction". Drugs delivered via the device were morphine and clonidine.

Manufacturer narrative:
Catheter: model: 8780, lot #: 0205590326, implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results of the returned device were not available as of the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).